Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported that her mother was unable to test due to her adc blood glucose meter turning on with button press but not with test strip insertion. It was further reported that on the afternoon of (B)(6) 2018, the customer had frequent urination and was taken to the hospital where they got her vitals. Customer was diagnosed with hyperglycemia and was treated with "usual" dose of insulin shot by the nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned and investigated. Visual inspection has been performed and no issues were observed. The meter did power on with button depression and with strip insertion. A port issue was not observed. No malfunction or product deficiency was identified. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR.

Event description:
Customer's daughter reported that her mother was unable to test due to her adc blood glucose meter turning on with button press but not with test strip insertion. It was further reported that on the afternoon of (B)(6) 2018, the customer had frequent urination and was taken to the hospital where they got her vitals. Customer was diagnosed with hyperglycemia and was treated with "usual" dose of insulin shot by the nurse. There was no report of death or permanent injury associated with this event.